Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) 2026. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm displayed a glucose value of approximately 300 mg/dl, while a fingerstick measurement taken at the same time showed 35 mg/dl. On (B)(6) 2026, while at school, the patient¿s cgm reading was just above 200 mg/dl, whereas a fingerstick measurement indicated low. Calibration attempts on both days were unsuccessful. No medication or treatment was reported to have been administered. Throughout these events, the patient exhibited confusion and incoherence, which was observed both at home and by school nurses. Documentation regarding any treatment or management of potential hypoglycemic shock was not provided. The patient uses the omnipod 5 insulin delivery system; however, it is unknown whether the device was operating in modified closed-loop mode at the time of the events. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the e zone of the parkes error grid on (B)(6) 2026. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient was at school on (B)(6) 2026. The data investigation found a difference in values that fall within the e zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.